Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half height cubie drawer 6 was failed. A field service engineer addressed an issue where the half height cubie drawers had failed and were missing from the medication application configuration. The bus module controller board was replaced, and the row board cable connections were reseated. All cubie trays and pockets were also reseated. After testing, all pockets and the drawer were successfully recovered and functioned properly. Preventative maintenance service on station was performed. The system functioned as intended after the field service engineer repaired the device.